Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl. Troubleshooting found that the customer's doctor recently changed reduced their basal rates. It was also found that there were no leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed and to follow up with their doctor regarding the high blood glucose.